Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family was reported via phone call that the they experienced hyperglycemia. The customer blood glucose values were 435mg/dl, 261mg/dl, 395 mg/dl, 406 mg/dl, 456mg/dl, 337 mg/dl, 416mg/dl, 346mg/dl, 475mg/dl, 512mg/dl and 319mg/dl. Customer also stated that infusion set cannula was bent. Customer stated they did receive a calibration not accepted alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.